Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick2 balloon catheter. A product mandrel was received in the wire lumen. The balloon was tightly folded. The hypotube was completely separated 90cm from the hub. The fracture faces were oval as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20x2.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary (rca) artery. A 2.5x15mm maverick²¿ balloon catheter was selected to dilate the lesion but the balloon shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20x2.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary (rca) artery. A 2.5x15mm maverick²¿ balloon catheter was selected to dilate the lesion but the balloon shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.